Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced a stoma site infection. The patient was evaluated and prescribed an unknown antibiotic. On (B)(6) 2024, the patient's probes were replaced. It is not known why the probes needed to be replaced. The stoma site infection continued and the patient was given topical mupirocin.